Manufacturer narrative:
Per an established quality agreement, ICU medical was previously notified of the potential involvement of the cleo 90 infusion set in this reported event.

Event description:
An initial event notification was received by sequel med tech, llc, on 07-aug-2025 and forwarded to millyard advanced medical products, llc, on the same day. The user reported bolusing several times with the twiist automated insulin delivery (aid) system, but their blood glucose remained elevated. The user also reported receiving cassette not attached and pump error alarms. A cassette change was attempted, but did not resolve the alarms; therefore, the user opted to switch to another manufacturer's device. Upon removing their cleo 90 infusion set, the user reported that the cannula was kinked. The user began vomiting and experienced an elevated heartrate. Emergency medical services (ems) were called. When ems arrived, the user's blood glucose was 479 mg/dl. The user was admitted to the hospital overnight for diabetic ketoacidosis and resumed using the twiist aid system once discharged. A review of system logs confirmed several high glucose alerts. All requested bolus volumes within the timeframe of the reported event were delivered in full without issue. Additionally, during this timeframe, the basal rate was adjusted accordingly to counteract the user's elevated blood glucose readings, indicating that the system's algorithm was functioning as expected. Cassette not attached and pump error alarms were also confirmed in the system logs; however, the exact cause of alarms could not be determined at this time. Twiist pump 25030799m was returned to millyard advanced medical products, llc, on 26-aug-2025. Investigation of the returned device remains ongoing.

Manufacturer narrative:
Follow-up to MDR 3016798778-2025-00105, submitted on 05-sep-2025. This submission provides corrections to previously reported information and additional details obtained on 27-feb-2026 through an investigation of log data. Investigation performed by millyard advanced medical products, llc: log data confirmed that the user's glucose increased between (B)(6) 2025, leading to several high glucose cgm alerts. Intermittent occlusion-like behavior in the absence of plunger/valve sticking was observed, consistent with the report of a kinked cannula. Log data further confirmed that the basal rate was adjusted as expected in response to the user's cgm values, and that the delivered volumes of insulin matched the owed volumes. Therefore, the twiist automated insulin delivery (aid) system appeared to function as intended. The reported cassette not attached and pump error alarms were also confirmed in the log data. The first cassette not attached alarm occurred on (B)(6) 2025 and resolved after approximately 7 minutes with no impact on the volume of insulin delivered. The user's glucose readings then increased up to 400 mg/dl on (B)(6) 2025 and several cassette not attached and pump error alarms occurred after the user's glucose had been above 350 mg/dl for approximately 9 hours. As these alarms occurred when the user's glucose values were already elevated, a device-related correlation to the report of diabetic ketoacidosis (dka) could not be confirmed. The user resumed delivery with the twiist pump on the afternoon of (B)(6) 2025. Twiist pump (B)(6) was returned to millyard advanced medical products, llc, on 26-aug-2025 under a subsequent complaint. Based on the available log data and the condition of the returned material, no further conclusion can be made regarding the cause of the cassette not attached and pump error alarms. The current version of the twiist automated insulin delivery system user guide provides information about system alarms, including cassette not attached and pump error alarms, and the recommended actions associated with them. The guide also instructs users to always have a backup insulin therapy plan ready. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. Per an established quality agreement, ICU medical was previously notified of the potential involvement of the cleo 90 infusion set in this reported event. Corrections: the investigation details previously included in section b5 of the original 30-day MDR filed on 05-sep-2025 are now fully captured in section h11. Section d4 was updated to include the model number and unique device identifier of the twiist cassette. The original MDR was incorrectly labeled as both "initial' and "30-day" in section g6. For clarification, this report should have only been labeled as a 30-day report.

Event description:
An initial event notification was received by sequel med tech, llc, on 07-aug-2025 and forwarded to millyard advanced medical products, llc, on the same day. The user reported bolusing several times with the twiist automated insulin delivery (aid) system, but their blood glucose remained elevated. The user also reported receiving cassette not attached and pump error alarms. A cassette change was attempted, but did not resolve the alarms; therefore, the user opted to switch to another manufacturer's device. Upon removing their cleo 90 infusion set, the user reported that the cannula was kinked. The user began vomiting and experienced an elevated heartrate. Emergency medical services (ems) were called. When ems arrived, the user's blood glucose was 479 mg/dl. The user was admitted to the hospital overnight for diabetic ketoacidosis and resumed using the twiist aid system once discharged.